Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening (shell thickness whiting to spec). Additional observations: missing shell observed assessed as inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.